Manufacturer narrative:
We have been advised that the device is available.

Event description:
The event as described to the manufacturer was 'failure in the penlight handle' "patient was admitted to the medsurg floor a couple days ago, the patient, on the morning of (B)(6) 2025 started to diminish into repiratory distress. He was placed on high flow therapy and subsequently transferred to the emergency department for further escalation. He was then intubated by the provider. The provider wanted to intubate with a larynoscope handle and blade, not the video larynoscope. The rt pulled out the disposable britepro solo handle and the light didnt work. They grabbed a second one and the ligh didnt work, then a third and the light didnt work. The expiration dates have not passed. The lot number 200600550. They ended up using the video larynoscope to intubate.".